Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient was implanted with tmt fusion plate and screws on (B)(6) 2012. X-ray on an unknown date showed three screws were broken and a non union at 2nd and 3rd tmt joint fusion. Patient was returned to or (B)(6) 2013, hardware was removed. No further information is available at this time. This is 1 of 3 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.